Event description:
On (B) (6) 2010, the patient reported he received an e4 (occlusion) error on his insulin infusion device while trying to bolus 10 units of insulin. He said he tried to divide the bolus into smaller increments, but again received an e4. He said he changed his insulin cartridge and infusion set today. He was instructed to disconnect from his headset and prime 4 units which he did without error. He stated he has experienced occlusions with his original infusion device, a replacement device, and several types of infusion sets. He stated his blood glucose is 366 mg/dl with his normal range being 80-120 mg/dl. Symptoms are irritation and muscle aches. The patient was advised to change his site location and, if the issue persists, to switch to his backup insulin therapy. A request for additional training was submitted. On (B) (6) 2010, the patient and his wife met with a company representative for additional training. The patient was advised to try different areas for his site locations. The patient stated he switched to a different type of insulin in (B) (6). He was advised to discuss this with his doctor. On follow up with the patient on (B) (6) 2010, he stated that yesterday his doctor switched him back to his original type of insulin and he has had no further occlusions. The infusion set was requested to be returned for evaluation.